Event description:
It was reported to philips that the display is blank. There was no patient involvement or harm reported. The customer spoke with a philips remote service engineer (rse) and requested the part number for the replacement ui assembly. The customer called back and stated the ui assembly did not resolve the reported issue. The rse had the customer check the lcd cable on the pm pcba, and he reset it, but the issue remained. The customer stated that he will replace the pm pcba and possibly replace the cpu pcba. The customer emailed the rse and stated the no parts needed to be replaced; the lcd cable needed to be reconnected and the issue was solved. Following the evaluation of the device, the customer reseated the lcd cable to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed to have failed to meet specifications.